Event description:
It was reported that the device would intermittently not charge. There were no reports of pt use associated with the reported failure. The biomed later indicated that while troubleshooting the device, after powering the device on, it immediately charged to 200 joules and would not shock. The device was locked up.

Manufacturer narrative:
(B) (4): physio-control informed the customer that there could be an issue with the power conversion or the main pcb, and provided the part numbers and ordering info. The biomed later confirmed that replacing the power conversion pcb assembly resolved the reported failure. After observing proper device operation through functional and performance testing, the device was placed back into service for use. The device was not returned to physio-control for eval. Further root cause of the reported failure cannot be determined.